Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of intermittent audio output could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. The receiver wil boot and passed. Perform functional test: passed relevant testing. Perform wiggle test and manual "try it" audio function: passed. Open receiver to check speaker: passed resistance check at 7.80 ohms. The receiver download did not find any issues related to customer complaint. The complaint was not confirmed because the receiver produced audio output during the audio tests. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.